Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowlewdge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms on all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms, the pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts excpet three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms, the pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died, within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided by bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter), was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also reerred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died, within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approximately an hr later, three pts experienced chills, nausea, vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today 9/5/00), all pts except three have been discharged. Unfortunately one pt died, within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died, within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp, in total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died, within three hrs of hosp admission.

Event description:
Dialysis incident after an uneventful first shift of 22 pts, the second shift was started around 10:30 am. Coincident with that, a rep of the outside vendor (dayton now known as us filter) was changing the on-line deionization tanks, without the knowledge of the facility staff. Approx an hr later, three pts experienced chills, nausea, and vomiting. Because of the similarity of the symptoms in all three pts and the short time frame in which they occurred, the staff, ably assisted by the medical dir (dr), who was rounding on the pts at the time, decided to bypass the dialysate flow and terminate the treatment of all pts. As a precautionary measure, all pts on that shift (20) were referred to two hosps, most with variable intensities of the same symptoms. The pts from the first shift were also contacted, and most felt well, although four pts who described equivocal symptoms were also referred to hosp. In total, 19 pts were admitted. As of today (9/5/00), all pts except three have been discharged. Unfortunately one pt died within three hrs of hosp admission.